Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultrasmart meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 7:00pm. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took an increased dose of 4 units of insulin on (B)(6) 2015 at around 1:00am. The patient claimed to have developed the symptom of "fast heartbeat" immediately after the alleged product issue began and she stated that she self-treated with 4 units of insulin on (B)(6) 2015 at around 1:00am. The patient stated that she tested her blood glucose using another device on (B)(6) 2015 at 7:00am and the result was "109 mg/dl". At the time of troubleshooting, the csr noted that the alleged issue was not resolved with walk-through troubleshooting, the test strips had not expired or been open for longer than the discard date, the test strip completely drew in the blood sample, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "fast heartbeat" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.